Manufacturer narrative:
A lot history record review was completed for lots 25119085, 25119720 and 25122370 the last 3 lots shipped to the account prior to the aware date. There was no nonconformance which could be considered related to the reported event recorded in the lot history (B)(4). A lot number was not reported. The date of event is unknown. Thus a ship history and lot history review was not performed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a co2 embolism occurred. The co2 was turned off and venous air (co2 gas) was removed.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, a co2 embolism occurred. The co2 was turned off and venous air (co2 gas) was removed.